Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h10. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pre- use testing , the cs100 intra-aortic balloon pump (iabp) automatic inflation failed. It was not used on patients. The aircraft is shut down for investigation.

Event description:
It was reported that during use on a patient , the automatic inflation of the cs100 intra-aortic balloon pump (iabp) was failed. The intra-aortic balloon (non-getinge iab) ruptured causing the blood to enter the iabp. In addition, the iabp alarmed "iab blood inflow". No patient harm was reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (medical device ¿ problem code, health effect ¿ impact codes, type of investigation, investigation findings, and investigation conclusions), h11 corrected fields: b6, b7, d4 (unique identifier (UDI) #), e1 due to character limit (B)(6). A getinge field service engineer (fse) evaluated the unit and confirmed the balloon ruptured during the use of the user's cs100, causing blood to enter the device. A batch of blood-infected parts were replaced according to the requirements of the manual. The compression pump diaphragm was checked for aging and the compression pump 5000-hour maintenance kit was replaced, the device passed the pre-use inspection. The device passed all factory-specified performance and safety indicator tests. The device has been delivered to the customer and can be used clinically.